Event description:
I've been wearing the same contact lenses and strength from coopervision for years. When I inserted a brand new contact lens in my right eye, I noticed it was blurry (this was a brand new box of 6, biofinity multifocal, lot (10) 10607170258011 made in UK exp 2028-05-31, pwr(power) -2.75 bc(base curve), 8.6, dia(diameter) 14.0, add(add'l power) +2.00 d, upc 8 85409 31702 3). I thought I may have inserted it backwards but the same result. Fortunately, I had another brand-new lens in my toiletry bag and insert it without any problem...clear as always.